Event description:
The customer reported had been having low blood glucose for the last few days. Troubleshooting was done. Customer's blood glucose was 47 mg/dl. Customer treated low blood glucose with sugar and candy. Troubleshooting was done. Customer did set changed and mentioned that she has been having trouble since she had stoke but it was working fine. Customer mentioned she had electrocardiogram few weeks ago and stated that she is on antibiotic right now. Performed displacement test and test passed. Advised the customer to speak with health care provider regarding low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).